Event description:
Infiniti machine for phaco equipment set up in usual/standard manner. After priming, phaco handpiece was activated and flushed as usual. Pt prepped and phaco process was activated. After approx. 30 seconds, as the irrigation solution was being injected by the phaco process, a small burst of very tiny white particles was ejected from the phaco handpiece/tip into the eye capsule. Also used was alcon bss solution: lot# 157780f.